Manufacturer narrative:
Investigation: no samples or pictures were received. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid didn't fit to the collector for the same part number throughout the last twelve months. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there was no enough information like samples or pictures to evaluate the assembly (lid and base) issue reported.

Event description:
It was reported that before use of the bd¿ nestable sharps collector. The lid didn't fit to the collector. There were two occurrences.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ nestable sharps collector. The lid didn't fit to the collector. There were two occurrences.